Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. The phacoemulsification (phaco) handpiece was not returned for evaluation. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract surgery, an ophthalmic phacoemulsification handpiece lost power while working, it stopped aspiration completely and became warm during surgery. There was no harm to the patient. Additional information has been requested.